Manufacturer narrative:
The reported event of ventricular setscrew could not be loosened to remove the lead was confirmed. Analysis revealed that calcified blood was filling the v-setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench can only strip portions of the inset it comes in contact with. The calcified blood was removed during lab testing. A torque wrench could then be fully inserted into the setscrew inset and engage it and untighten the setscrew normally. The stuck lead could then be removed from the connector. The blood came through a hole punched through the septum by the user of the torque wrench at time of implant.

Event description:
During a device replacement procedure, it was not possible to remove the lead from the header of the device. The lead was cut and a new device and lead were implanted to resolve the event. The patient was stable.